Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl. Customer consumed glucose tablets to address bg. The customer alleged that the pump gave too large of a bolus. Tandem technical support determined that the bolus was delivered by the customer. Recommendation was made to consult with healthcare provider regarding diabetes management.